Manufacturer narrative:
Is this a single-use device that was reprocessed and reused on a patient? Unknown. This information was not provided by the customer. Device evaluation: one used suspect device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The device was visually inspected and no defects were observed. The device was pressure and vacuum tested and no leaks were observed. The complaint is unconfirmed.

Event description:
The user reported that air was entering the syringe through the manifold while the devices were being prepared. Subsequent information from the account stated that no air was seen entering from the manifold. The user suspects that fluid cavitation may explain the observed bubbles. The device was exchanges. No harm or injury to the patient was reported.